Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple half height cubie pockets had duplicate addresses. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate address mapping in drawer was caused by cubie misalignment and system communication error. The field service engineer removed all cubies, rebooted the station to refresh addresses, and reloaded medications after the system update. The system functioned as intended after the field service engineer repaired the device.